Manufacturer narrative:
Two devices were returned for evaluation, af18i085292 and af18i085298. The customer's report was not replicated or confirmed. The devices passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical and device logs for af18i085292 show that the device was able to successfully charge and shock at 10 joules. The device was then in a lead fault condition. While in this condition, the user will not be able to shock until resolved. The user then swapped devices to af18i085298. Again, the device was in a lead fault condition when attempting to discharge. It is unable to be determined what caused the report without the accessories used. The external sync connector, paddles, or external monitor were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to cardiovert the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.